Event description:
Customer reportedly received results of 525 mg/dl and 103 mg/dl within 10 minutes on the aviva system. No blood gucose symptoms reported with these results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: cloracon dise unk; iron supplement; nexium dose unk; lisinopril dose unk; allegra dose unk; lipitor dose unk; lasix dose unk; topaney dose unk; abilify dose unk; paxil dose unk; singular dose unk;